Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient demonstrated no behavioral responses to stimulation, and the issue could not be resolved. The device was explanted (B)(6), 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.